Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service report: carefusion field service representative (fsr) evaluated the suspect device. The reported issue was not duplicated. Carefusion fsr performed the oxygen (o2) calibration and ran the device for 2 hours without issues.

Event description:
The customer reported o2 range error on the vela ventilator. The customer reported patient involvement but no allegation of patient injury/harm.